Event description:
A pocket fill was reported. Approx 6-8 months ago, the pt came into the clinic with an alarming pump. The pump was alarming because it was empty, so the hcp wasn't able to get any backflow. The hcp went to fill the pump, thought she was in the reservoir, but noticed clear fluid leaking from the injection site immediately after the refill. She immediately removed as much fluid as she could, which was at least 20 ml. The pt was sedated and was admitted to the hospital for 2 days. He recovered completely and was continuing to do well with his pump. It was noted that the pt had a significant layer of adipose tissue over his pump; the hcp described the refill as the most difficult she had ever done. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, clinical info about pocket fills synchromed ii and synchromed el implantable drug pumps, (B)(4) ((B)(6) 2011).